Manufacturer narrative:
Unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Patient demographic received.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. The instrument interface was returned to the manufacturer for evaluation. Testing found that the ports would not function when instruments were plugged into the ports.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), three ports on the instrument interface were not functioning as designed. The surgeon opted to complete the procedure without the use of the navigation system. It was reported that a second medtronic navigation system was used to complete the procedure. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.